Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that the anchor is broken at the distal end and the second thread on the anchor is stripped. There is no other damage to the anchor and the suture bridge is intact. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed similar complaint for this lot released to distribution. It was reported that the insertion was not off axis, and the patient had a normal bone quality. The lot review indicates there were no issues with material or assembly. Although the complaint can be confirmed, a root cause for the user to have experienced this issue cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder arthroscopy, it was observed that the anchor broke during insertion. It was reported that all parts were removed. The procedure was completed with same like product with a 10 minute delay. It was reported that the insertion was not off axis and the patient had normal bone quality. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.